Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No intervention was reported. No patient symptoms were reported and the patient was recovering.

Event description:
New information received notes that another instance of post-paced t-wave over-sensing was noted. No intervention or adverse patient consequences were reported.